Event description:
It was reported to philips the device showed a maintenance required error message. There was no report of patient involvement. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). Following the operating test of the device, no failure was detected and the device is operational again. Upon conclusion of the evaluation, the device was found to be fully functional with no replacement parts required. At this point in time, philips is unable to rule out that a malfunction did not occur. A definitive cause for the alleged failure could not be determined. The device passed all required testing and was deemed fit for use. The device remains at the customer site. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.